Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed staphylococcus aureus infection in the lower back. Symptoms of red and puffy site were noted. The infection was not device nor procedure related and the cause was unknown. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded by the facility.